Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
The patient also had another device explanted; (B) (4).

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 13.57 months . On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.